Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es station was slow. The customer stated that this malfunction occurred while dispensing the medication and resulted in only a 20 to 30 second delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had missing index snapshot tables. A technical support specialist (tss) confirmed that the support agent had done a full synchronization. Tss checked recovery model, shrank database (db) got to 6900mb+, performed gui sync and found db now at 3765mb. The tss found device manager and both network interface cards set to power save on and disabled. The tss completed a full data synchronization process with a dropped database to device as per the knowledge article titled proper datasync procedure & how to place new db in es station and how to check for and apply encryption to es station database. A customer verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es station was slow . The customer stated that this malfunction occurred while dispensing the medication and resulted in only a 20 to 30 second delay. There were no adverse events or injuries reported based on this event.